Event description:
The manufacturer received information alleging the usb extend cable is crushed and a noise was heard from the blower. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the pressure sensor was observed during an operational check. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). Dirt contamination was observed on the oxygen blending module (obm) sub-assembly, so the devices obm sub-assembly was replaced to address the issue. Additionally, unrelated to the error code issue, the usb extension cable and the blower assembly were replaced to address the initial reported issue.

Manufacturer narrative:
The reported failure of the oxygen blending module sub-assembly due to contamination is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.